Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager failed. A field service engineer performed maintenance by cleaning the microswitches, crimping the spade connectors, and applying carbon grease to the latch in order to address the issue. The system functioned as intended after a field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a malfunction that the smart remote manager did not properly unlock, causing drawer failure. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.